Event description:
It was reported that the customer was hospitalized for high blood glucose of 545mg/dl. The mother stated that the customer dropped the insulin pump, which may have lead to raise the customer blood glucose. The mother stated that the device had a blue line in the middle of the screen and she cannot see any numbers. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.